Event description:
This report is against user facility medwatch number (B)(4), a copy is attached. The only information contained in this report is correction or additional information.

Manufacturer narrative:
Reported on maude report:event date- (B)(6) 2018¿date is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. - attachment: [(B)(4)maude report #3902670000-2018-8004.pdf].

Manufacturer narrative:
Patient information not available for reporting. Additional product codes: gwo, gxr. (B)(4), lot number unknown. Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown craniotomy procedure on (B)(6) 2018. During the procedure, while implanting a 4mm titanium (ti) matrixneuro self-drilling screw, the head of the screw broke off from the shaft of the screw. This occurred twice more with two identical screws. It was confirmed that the screws were being implanted with an unknown, non-powered driver. The surgery was delayed approximately 5-8 minutes while another set of screws were located and the procedure was completed successfully with the patient in stable condition. The shafts of the three (3) broken screws remain embedded in the patient as they could not be removed. Concomitant devices reported: screwdriver (part number unknown, lot number unknown, quantity 1). This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Customer quality conducted a review of the provided photographs. Product was not returned for investigation, however photos were provided which show the screw head has sheared off at the transition to the screw shaft. Therefore this complaint is confirmed. Whether this complaint can be replicated at customer quality (cq) via functional test is not applicable for this complaint condition. No new malfunctions were identified as a result of the investigation. A review of the device history records was unable to be performed since the lot number was unknown. A material check could not be performed because the device was not returned for investigation. A dimensional analysis could not be performed because the device was not returned for investigation. Tabulated product drawing for the family of 1.55mm neuro self-drilling screws were reviewed during this investigation. No product design issues or discrepancies were observed. The returned screw is an implant in the matrixneuro cranial plating system for use in selective trauma of the midface and craniofacial skeleton, craniofacial surgery, reconstructive procedures, and selective orthognathic surgery of the maxilla and chin. A precaution does exist in the surgical technique guide to pre-drill in particularly dense/hard bone using 1.1mm drill bit and to not exceed 1,800 revolutions per minute (rpm). The matrixneuro & sterile kit design and clinical risk management (dcrm) document was reviewed and found to adequately address this complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is a single use device but was not reprocessed or reused. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.